Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is registering no helium even after the bottle is changed.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Despite the good faith efforts (gfe's) performed to get additional information such as serial number, service details, patient details but no response was received. The investigation shall be closed now. If any new information received the complaint will be reopened and update it. The patient involvement is unknown. H3 other text: repair is not done by getinge.

Manufacturer narrative:
No model, catalog, serial number for the affected device have not been provided.